Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a breakfast meal, the user experienced a low blood glucose that persisted for about 20 minutes and self-treated with approximately 4 ounces of regular soda; education was provided on allowing the ilet algorithm to learn and to treat only when blood glucose is below 70 mg/dl. Symptoms included hypoglycemia. Outcomes included resolution of the low with oral carbohydrate and no further assistance required. Investigation included customer care troubleshooting and user education regarding algorithm behavior and appropriate hypoglycemia correction. Investigation of this case revealed no device malfunction and that user-initiated treatment aligned with standard oral glucose correction, with guidance provided to optimize learning and avoid premature corrections. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.